Manufacturer narrative:
Evaluation results: the level 1 hotline disposable was returned for investigation. The sample was visually inspected at a distance of 12 to 24 inches and under normal conditions of illumination. A broken female luer was observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root causes is as follows. The female luer became damaged after the product left manufacturing facility. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that immediately after starting to use the product, the customer noticed the circulating water was leaking from the part where the twin tube was connected. No patient injury or complications were reported in relation to this event.